Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the analysis revealed intermittency between the is-1 connector pin and the pin cap; full lead was returned and analyzed.

Event description:
The atrial lead was explanted and returned to the manufacturer due to infection. The atrial lead was analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.